Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold and fracture which was likely due to subclavian crush. It was further reported that the right ventricular (rv) lead also exhibited high thresholds and fracture. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.